Event description:
It was reported there was a sudden rise in impedance and oversensing due to a probable lead fracture. "Out of spec short intervals" was also reported. The lead was explanted and replaced. No patient complications have been received as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.